Event description:
A medtronic representative reported that while in a spine procedure, the surgeon noted being approximately 60 degrees off in the coronal plane. During the first half of the surgery everything was accurate; the inaccuracy occurred in the second half. The surgeon was using the passive planar probe to line up trajectory for the screws, he was not navigating the screws. The procedure was completed with the use of the stealthstation s7 system. After the event, it was reported that the reference frame had been bumped, leaving it to angle further downward. There was no impact on patient outcome.

Manufacturer narrative:
Patient identifier not available from the site, however, has been requested. Software investigation completed, finding that as reported, the reference frame had been bumped which made the registration invalid. The software is functioning as designed.